Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complainant is still under investigation.